Event description:
Facility advised a trauma patient had a knee-spanning external fixation device place on (B)(6) 2013. On (B)(6) 2013 patient was sent for MRI imaging scans. The patient began experiencing severe pain when the imaging sequences started. Mr imaging was immediately discontinued and the pain subsided. This report is 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.